Event description:
Drawing blue top (pediatric 1.8 ml tube used) for anti xa. As per policy, started to fill a spare tube first (reg size blue top), and then filled tube to be sent. The first tube came right off. Then when removing the tube to be sent to the lab from the transfer device, the whole top came off spilling blood all over the patient, requiring a redraw.